Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, pain, mobility. Patient experienced implant mobility and pain, new implant was placed 4 hrs later. Healing abutment was placed at the time. Patient reported possible trauma during lunch time.